Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, cracked select button keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was broken. The customer stated that the reservoir did not lock into place. Customer took up taking shower and accidentally drop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.